Event description:
It was reported that during the use of the device for a non-clinical activity, the user was unable to calibrate the central control monitor (ccm). There was no patient involvement.

Manufacturer narrative:
The customer is using the system manually and is not in a hurry to send ccm in for repair.